Event description:
It was reported that during an obesity procedure, when connecting the device to the handpiece gen11 displayed error messages directly. When the nurse put the instrument on the table itself activated without anyone touching it. Took new device and all worked fine. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received. However, the reported continuous activation was not observed during analysis. A probable cause instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.